Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer experienced multiple blood glucose level such as 386, 354, 348 mg/dl. The customer was mentioned that the blood glucose value selected to be used for calibration was not received by the transmitter after sent by insulin pump multiple times. The device will not be returned for analysis.